Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, a 19-year-old user experienced a severe hypoglycemic event resulting in a seizure. The dexcom g7 continuous glucose monitor (cgm) displayed "low" blood glucose (bg), indicating a bg less than 54 mg/dl. The hypoglycemic episode lasted approximately 20 minutes. Emergency medical services (ems) were called, and the user was transported to the hospital, where they received intravenous (IV) saline and glucagon. The user was discharged on (B)(6) 2025 and resumed use of the ilet system.